Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judsf524 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (judsf524) have been reported from the same facility.

Event description:
It was reported that the IV tubing cracked at the hub on two devices. No other information was provided. This report addresses the first cracked device.